Event description:
A crack at the distal connection site after the hard tubing. Blood return noted in extension piece, arterial blood spurting noted, tubing clamped below the site. New extension tubing placed, approximately 5cc of blood loss.